Manufacturer narrative:
The instrument was sent to a third party lab for failure analysis. Fracture surface characterization of the instrument confirmed that the blades were fractured by fatigue. River marks and beach marks were found along the fracture surface, which is a characteristic of fatigue crack growth from ultrasonic loading. Discoloration was found at the crack origin was indicative of high temperature exposure and oxidation. The fatigue cracks all initiated at the blade outer surface where abrasion was found. Energy-dispersive x-ray spectroscopy (eds) spectra of the crack-initiation areas showed a strong iron signal (i.e. Steel) not found elsewhere on the surface of the blade, which is consistent with material deposited from abrasion or impact with a stainless steel tool. This is an indication that the xi harmonic ace blade was in contact with another instrument or surgical tool during use, creating the micro crack at the outer surface that ultimately resulted in fatigue failure.

Manufacturer narrative:
The instrument has been returned to isi for failure analysis investigation; however, the evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be sumbitted once the evaluation has been completed or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the harmonic ace instrument, allegedly, a piece broke off and fell into the patient. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, a piece from the harmonic ace instrument broke off and fell into the patient. The piece was retrieved and there was no injury reported. Intutive surgical inc., (isi) has made several attempts to contact the initial reporter however as of the date of this report, no additional details have been obtained from the site.

Manufacturer narrative:
On december 18, 2015, intuitive surgical inc., (isi) received additional information from the initial reporter. The customer stated that there was no harm to the patient. This was the first time using the harmonic ace instrument. The piece was retrieved laparoscopically during the same procedure. There were no post-operative tests or x-ray performed. A fenestrated bipolar forcep instrument was also used during the procedure. There were no collisions with other instruments. The instrument was returned and evaluated. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken blade at the tip of the instrument. Approximately 0.119 was broken off and the piece was returned with the instrument. The damage of the blade is on the outer edge of the blade. This is a follow-up MDR report with device evaluation results. The investigation is still ongoing and has yet to be determined as to what the cause of failure was.